Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and reloaded. No additional service information was provided.

Event description:
The customer reported that the system failed to properly save patient image data. No patient serious injury or death was reported related to this event.